Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced high blood glucose. Blood glucose level at the time of the incident was 476 mg/dl which was treated with bolus the customer stated they received an insulin flow blocked alarm. The customer stated that infusion set and site location was changed and issue resolved. The pump will not be returned for analysis.